Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had reservoir compartment broken off. The customer's blood glucose was unknown at the time of incident. The customer reports that cracks outside of the battery compartment and plastic outer piece outside of the insulin reservoir compartment had broken off. The insulin pump will not be returned for analysis.